Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the device was in overall good condition. The complaint was confirmed through functional testing. The cause was a faulty dso sensor. The product's history records were reviewed, and the customer had a similar problem with this device twelve (12) months ago, however it was undetermined if this is related or not. The dso sensor was replaced and the device has since passed all functional and accuracy testing.

Event description:
It was reported that the device had failed preventive maintenance (pm), alarming, "cassette not attached properly, reattach cassette". Tried to re-attach cassette multiple times, still alarming. There was no patient involvement and no patient harm/adverse event reported.